Event description:
Information was received indicating that a smiths medical pump was presenting with a "cassette not attached error.". There were no reported adverse events.

Manufacturer narrative:
One cadd solis vip pump was received to investigate the reported cassette attach error. The pump was received in a physically good condition with tamper seal removed. A DHR review , device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional test was performed to investigate the reported issue, and the device failed. It was found that the dso sensor was non reactive. Root cause was not determined. The dso sensor was replaced and a full preventative maintenance was performed. H6) customer communicated new information indicating that the reported event occurred without patient involvement. No further information.